Event description:
Plasmaflow scd, (sequential device) on patients left lower extremity failed to deflate for the entire six hour 50 minute procedure. This was discovered in post op after patient awoke and mentioned left calf pain. Scd was turned off but remained inflated. Scd was removed and patient was assessed by anesthesia md and nursing team. Out of abundance of caution patient was transferred to acute care hospital emergency department to rule out compartment syndrome. Refer to additional documents in i2k.